Event description:
It was reported that the patient had a non-device related surgery and after which it was not possible for the implantable pulse generator ipg to communicate with the remote control or clinician programmer and therefore had lost stimulation. It was suspected that monopolar diathermy had been used during the non-device related surgery which may have damaged the ipg. The patient underwent a surgical procedure where the ipg was replaced. Post operatively, the patient had 100% coverage of the pain area.

Manufacturer narrative:
The returned ipg was analyzed and found that it could not be detected after several charging attempts. The device was then cut open. The battery measured 1.57 volts. The device exhibited excessive quiescent current leakage (23.0 ma), low vh (high voltage) node impedances (117 ohms), and a hot spot on u2 asic (application-specific integrated circuit) (31.9 c). The patient's database could not be retrieved with an external power source. A labeling review was performed and it did not reveal any anomalies as it states that shortwave, microwave and/or therapeutic ultrasound diathermy should not be used on spinal cord stimulation patients.

Event description:
It was reported that the patient had a non-device related surgery and after which it was not possible for the implantable pulse generator ipg to communicate with the remote control or clinician programmer and therefore had lost stimulation. It was suspected that monopolar diathermy had been used during the non-device related surgery which may have damaged the ipg. The patient underwent a surgical procedure where the ipg was replaced. Post operatively, the patient had 100% coverage of the pain area.